Event description:
The customer reported, the sleeve was too tight to open/close the transfer set. There was no patient injury or medical intervention. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). The customer report of the sleeve was too tight to open/close was confirmed during evaluation. One used set was received for evaluation. During visual inspection it was noted that the set contained residue on the sleeve in the open position. A batch review of the production lot was not possible since the lot number was unknown. Renal quality engineering, along with plant manufacturing and quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because, it is the same as or similar to product distributed within the u.s. The sample has been received for evaluation. A follow-up report will be submitted upon completion of the evaluation.